Manufacturer narrative:
It was reported by the hospital contact that the second deltaplush did not detach on first attempt and it would not let us try to detach a second time ¿ no green light would illuminate on enpower box (dcb00000500/f51405) lower green light to allow a second attempt . The coil was removed without any problems and will be shipped back for analysis. Here are the details of case. 54 yr old female , 3mm superior cerebellar artery aneurysm with medium tortuosity, benchmark 6fr guidecatheter (details unknown) to lva . Sl-10 microcatheter (details unknown) and synchro 10 wire (details unknown) to aneurysm. The first coil was a 3x4 g2 xtrasoft (641cx0304/c12090) and was advanced into aneurysm and after to trying to place was removed due to being slightly oversized. The second coil was a 2.5x3.5 g2 xtrasoft coil (641cx2535/c14764) which was advanced and detached. The next coil was a 2x2 deltaplush (dpl10020220/c12156) which was advanced and detached. The last coil was a 2x2 deltaplush (dpl10020220/c32158) and was advanced and markers were correctly aligned, detach button was pressed like the others it beeped and detachment cable (ccb00015700/c30090) was taken off coil end and when removing it was apparent coil did not detach. It was readvanced and markers lined up but when cable was connected for second detach attempt the light on detach box would not light up (bottom green light on enpower box) I tried to turn off box and turn back on but red fault light illuminated and I turned box off/on again, red light was off and again bottom green light did not light up. The cable was removed from box and coil and again attached to both, still no lower green light on box illuminated, detach button did nothing when pressed. I advised doctor to remove coil slowly coil may be partially detached, the coil was removed and resheathed successfully from microcatheter. We checked once out of patients body to make sure coil was still connected to coil pusher system. It was still connected. I asked doctor to rinse with saline on back table, coil was bagged for me to send back for analysis. Physician decided to stop procedure at this point and was happy with result. Microcatheter is also being sent back with coil. Please note coil checks were done on all coils prior to using. Serious injury did not occur as a result of the event. Additional medical intervention or medication was not required to prevent impairment or injury. The patient was fine post procedure. There were no damages noted on the complaint deltaplush. There was no significant delay in procedure. Very limited information was received. The enpower detachment control box (dcb) and the control cable were not returned. The sl-10 microcatheter was returned. The sl-10 microcatheter passed inspection and did not contribute to the field complaint. Concerning cleanliness only, the microcoil system was returned in almost pristine condition. The system was either not used or was cleaned/rinsed before being returned which may have produced further damage. It is also unknown if the device was further manipulated and/or inspected post-procedurally. Any trace evidence that may have been complaint related may have been altered or removed prior to being returned. The coil was returned undamaged. The detachment fiber is intact, undamaged, and did not receive heat and melt. Upon receipt, the device positioning unit (dpu) passed electrical testing with resistance at 52.2 ohms (range 48.5/56.0) and the enpower systems ready green light illuminated (IFU.) The coil failed the detachment attempt (green detachment light illuminated and the audible beeps were heard). Post-detachment inspection found that resistance failed at 32.7 ohms and the enpower systems ready green light was not illuminated. Post-detachment inspection found that the detachment fiber did not receive heat and melt. No manufacturing defects were found. The complaint of the coils non-detachment is confirmed. The field complaint was duplicated. The dpu passed the pre-deployment electrical test, but failed to detach. Post-detachment inspection found that the dpu failed electrical testing. The most likely root cause of the coil passing the pre-deployment electrical test, but failing to detach may have been due to a fracture at the solder joint connection inside the resistant heating coil section. The circumstances of how and when this damage occurred cannot be determined as all microcoil systems are electrically tested prior to final packaging. In addition, without the return of the complete detachment system used in the procedure, it cannot be determined if these components had any additional contributions to the complaint event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
The product was received for analysis, but it has not been completed. Additional information will be submitted within 30 days of receipt. (B)(4). Concomitant medical products and therapy dates: benchmark 6fr guidecatheter (details unknown); sl-10 microcatheter (details unknown); synchro 10 wire (details unknown); 3x4 g2 xtrasoft (641cx0304/c12090); 2.5x3.5 g2 xtrasoft coil (641cx2535/c14764); deltaplush (dpl10020220/c12156); enpower box (dcb00000500/f51405); detachment cable (ccb00015700/c30090).

Event description:
It was reported by the hospital contact that the second deltaplush did not detach on first attempt and it would not let us try to detach a second time ¿ no green light would illuminate on enpower box (dcb00000500/f51405) lower green light to allow a second attempt . The coil was removed without any problems and will be shipped back for analysis. Here are the details of case. A (B)(6) female , 3mm superior cerebellar artery aneurysm with medium tortuosity, benchmark 6fr guidecatheter (details unknown) to lva . Sl-10 microcatheter (details unknown) and synchro 10 wire (details unknown) to aneurysm. The first coil was a 3x4 g2 xtrasoft (641cx0304/c12090) and was advanced into aneurysm and after to trying to place was removed due to being slightly oversized. The second coil was a 2.5x3.5 g2 xtrasoft coil (641cx2535/c14764) which was advanced and detached. The next coil was a 2x2 deltaplush (dpl10020220/c12156) which was advanced and detached. The last coil was a 2x2 deltaplush (dpl10020220/c32158) and was advanced and markers were correctly aligned, detach button was pressed like the others it beeped and detachment cable (ccb00015700/c30090) was taken off coil end and when removing it was apparent coil did not detach. It was readvanced and markers lined up but when cable was connected for second detach attempt the light on detach box would not light up (bottom green light on enpower box) I tried to turn off box and turn back on but red fault light illuminated and I turned box off/on again, red light was off and again bottom green light did not light up. The cable was removed from box and coil and again attached to both, still no lower green light on box illuminated, detach button did nothing when pressed. I advised doctor to remove coil slowly coil may be partially detached, the coil was removed and resheathed successfully from microcatheter. We checked once out of patients body to make sure coil was still connected to coil pusher system. It was still connected. I asked doctor to rinse with saline on back table, coil was bagged for me to send back for analysis. Physician decided to stop procedure at this point and was happy with result. Microcatheter is also being sent back with coil. Please note coil checks were done on all coils prior to using. Serious injury did not occur as a result of the event. Additional medical intervention or medication was not required to prevent impairment or injury. The patient was fine post procedure. There were no damages noted on the complaint deltaplush. There was no significant delay in procedure.